Manufacturer narrative:
Concomitant medical products: w4tr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged resulting in loss of capture in all vectors. The lead was explanted and replaced. The day after the procedure, the patient still had bleeding from the pocket and a pocket revision was done. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Explanation for h3 other: save to disk clinical data review was determined to be not required because the reported complaint cannot be substantiated via s2d analysis. If information is provided in the future, a supplemental report will be issued.